Event description:
It was reported by the customer that post insertion, the next day whereby patient's right arm was found swollen and there was non-functioning of inflow and outflow despite being troubleshooted. There was exposure to blood as PICC line was inserted. The patient is using peripheral branula instead. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.